Event description:
It was reported that angioplasty and stent was performed in the left middle cerebral artery (mca) intracranial branches. However, the vessels in the stented region "recoiled" multiple times despite repeated attempts to open this region using angioplasty. There was approximately a 50% loss of the caliber of the vessel but there was improved antegrade filling of the distal branches compared with the initial procedural angiogram so the procedure was terminated. Follow-up CT scan had shown a dense area in the left mca. The patient developed extreme swelling in the area of the infarct. CT scan showed mass effect, cerebral edema and midline shift with herniation evident. Approximately one day post procedure, the family decided to withdraw care and the patient expired the following day.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility by baxter; however, the evaluation results are not yet available. A follow up report will be submitted when the evaluation results or additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or at what point in the process the reported condition occurred. During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version of this device is not available at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation confirmed the reported condition of a battery depleted alarm. The root cause was determined to be depleted main batteries. The main batteries and battery harnesses were replaced to repair the reported condition. Service history review determined that the device has been serviced by baxter twice (2) prior to the current complaint. The battery has previously been replaced twice (2) prior to the current complaint. The user interface module master software version is 5.06.00, which is classified as unremediated. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).